Event description:
Customer reported a technician could not plug the interconnect cable into the mainframe. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. (B) (4).